Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm frozen screen and a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and frozen display. The customer¿s blood glucose was 250 mg/dl. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. Customer states that frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.